Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to fracture of nail for unknown reason. The nail was replaced by a thicker version.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6 correction: b4 - g4 - g7 - h10 DHR review: the DHR check could not be performed as the lot number was not available trend analysis: no trend analysis could be performed as no item number(s) is/are available. Event description: it was reported that the patient had his initial surgery on the 07 april 2017 due to a subtrochanteric femoral fracture and was implanted with a znn implant. The nail was broken due to unknown reasons and this was detected on 08 january 2018. A revision surgery took place on 15 january 2018. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received device analysis: no product was returned to zimmer biomet for in-depth analysis review of product documentation: no product documentation was reviewed for investigation root cause analysis: root cause determination using sap rmw: - breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength not possible -> a systematic issue with design and/or material propertieswould have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic) => possible, the nail was not returned for investigation, therefore this cannot be excluded. - breakage of implant due to the implant therapy is performed not as indicated => possible, no surgical notes have been received, therefore this cannot be excluded. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture => possible, no x-rays have been returned, therefore this cannot be excluded. - breakage of implant due to users select wrong nail diameter,lenght and/or determine wrong ccd angle => possible, no x-rays have been returned, therefore this cannot be excluded. - breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail => possible, no x-rays have been returned, therefore this cannot be excluded. - breakage of implant due to users appling not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction => possible, no surgical notes have been received, therefore this cannot be excluded. - breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail => possible, no surgical notes have been received, therefore this cannot be excluded. - breakage of implant due to wrong/incomplete infomation about limitation and postoperative restrition => possible, no surgical notes with post op protocol received. No information about limitation received. - breakage of implant due to patient do not follow the post-operative protocol => possible, it can be the case that the nail was over stressed after several months (non union). - breakage of implant due to explanted implant is used for new implantation surgery => possible, no ref and lot have been received for this complaint. No patient stickers available which confirms that this nail was implanted for this patient. Conclusion: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. There are several factors which may have contributed to the breakage. It can be that the nail was over stressed during this 9 months in vivo time or a wrong patient behaviour can also be the cause for the nail breakage. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Refer to report 0009613350 - 2018 - 00783.